Event description:
A broken stern was sent to the manufacturer. The co's only info so far is that the stern was manufactured 8-14-98 and was received by dr. The distal portion of the stern is stuck in a 2422-51-000 reamer; also returned.